Manufacturer narrative:
The customer returned the pump for alleged power problem-charge/battery anomaly, power problem-failed battery test, drive/motor anomaly and cosmetic damage located at the back of the pump found on (B)(6) 2025. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for power problem-charge/battery anomaly, power problem-failed battery test and drive/motor anomaly due to critical pump error (open book image) alarm. History download was successful using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2025 13:34:00.000 and on (B)(6) 2025 13:44:00.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 31.0 received the low battery alert (104) on (B)(6) 2025 05:39:00 after more than 7 days at 7.33 days. Battery cycle 26.0 received the low battery alert (104) on (B)(6) 2025 12:04:00 faster than expected at 6.75 days. Battery cycle 20.0 received the low battery alert (104) on (B)(6) 2025 07:10:00 faster than expected at 1.89 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The pump history file lists data on (B)(6) 2025 to (B)(6) 2025. Unable to perform the history review 1 week prior to the event date 26-aug-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2 and corroded force sensor. Moisture damage was found on the motor. Unable to perform the required tests due to critical pump error (open book image) alarm. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected confirmed due to corroded electronic assembly. Power problem-failed battery test unknown. Drive/motor anomaly unknown. Damage- cracked case battery tube confirmed at the back of the pump. Alarm-aa99-critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Alarm-a338-pump error 35 confirmed due to corroded force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a crack on the back, rejected batteries, and displayed battery error messages, motor error messages, lost settings, the pump became unresponsive after battery changes, and battery life was diminished to only 2¿3 days. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.